Manufacturer narrative:
On (B)(6) 2017, the customer was reported as "doing great". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (250-400 mg/dl). The customer reported that the high bg was due to scar tissue. Insulin injections and boluses via the pump were used to address the bg level. Due to the scar tissue, the customer's healthcare provider recommended the customer to take a "pump break" and use insulin injections to manage diabetes.